Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-08592. It was reported that the patient experienced intermittent stimulation. The scs system was removed and replaced by new devices. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.